Manufacturer narrative:
Upon follow up it was reported the patient was recovered from the peritonitis event. Concomitant medical product: physioneal 1.5%. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified "outpatient treatment" for the event. At the time of this report, the patient was not recovered from this peritonitis event. Physioneal therapy was ongoing. No additional information is available.